Manufacturer narrative:
Reported event was confirmed with product return. Visual inspection confirmed the threaded tip to be fractured. Impact marks were found on the strike plate. The shaft is scratched near at the distal end. The shaft is also dinged near the handle. Analysis completed by the sem lab showed the material was confirmed to be consistent with 455 stainless steel. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial tha, the acetabular impactor broke off at the junction where it is screwed into the cup, during impaction of the cup. Attempts have been made and additional information on the reported event is unavailable at this time.